Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during device unpackaging. Symptoms/ae: na. It was reported that during unpackaging, the xpert stent prematurely, partially deployed. The device was not used in the anatomy and there was no patient involvement. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this complaint. Without the device to examine, a conclusive root cause could not be determined.